Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s spouse called for an ambulance when he checked a bg which was 67 mg/dl although the cgm was showing 180 mg/dl. The patient was lethargic, dizzy and nauseous. When the ambulance came, the paramedics injected her with IV fluid and a vial of glucose. The spouse stated that he was not able to check the results from the paramedic's bg check. No injury was reported, and the patient was stable at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia.